Manufacturer narrative:
Additional information added for d9, h3, h6. Device evaluation: follow-up report submitted to document the device will not be returned. H3 other text : customer declined service.

Event description:
It was reported that during a procedure at the user facility the device was inaccurate. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that during a procedure at the user facility the device was inaccurate. There are no further details currently known, attempts are being made to obtain additional information from the user facility.